Event description:
Pt reported allergic reaction to titanium material in implanted pulse generator. Pt stated that physician had told her the device was made of stainless steel, and that she would not have had the device implanted had she known it was made of titanium instead. Attempts to contact health care provider for further info on this event have been unsuccessful. It is unk as of the date of this report whether the device remains implanted.